Event description:
It was reported to the aci vascular closure specialist (vcs) that a patient underwent a diagnostic coronary catheterization procedure on an unknown date. Access was obtained at the common femoral artery via a 6f sheath. A pre-procedural femoral angiogram revealed no significant calcium. Following the procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. It was reported that the physician inserted the catheter and inflated the balloon. He then pulled the balloon towards the arteriotomy and when temporary hemostasis was achieved, the physician shuttled down and deployed the sealant. When the physician pulled out the balloon and the advancer tube, it was observed that the sealant also pulled out of the tissue tract. Reportedly, the sealant appeared to be stuck to the advancer tube. The physician immediately converted the patient to 20 minutes of manual compression. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1115913) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.